Event description:
Note: this report pertains to the second of two reported malfunctions occurring during the same procedure. Refer to MFR report #3005099803-2008-01093 for details regarding the first reported malfunction. In 2008, it was reported to boston scientific corp that an rf ablation procedure was performed using four pt return grounding pads (pt gender, age and weight are unk). According to the complainant, rf ablation was attempted at s8 and s4 of the liver under general anesthesia. It was reported that the first ablation at s8 was attempted with full tine array deployment, at rf power from 60 watts to 130 watts; however, no indication of ablation was seen under echo. Ablation was also attempted at s4 from 60 watts to 180 watts for ten minutes. However, there was still no indication of ablation seen. The physician noted the pt's temperature went up, from 36.6 to 38.1 degrees centigrade, and thought that the fever was related to the ablations and decided to cancel the procedure. When the needle was removed from the pt's body, it was noted that no residue was seen at the distal end of the needle. At the conclusion of the procedure, the complainant indicated that one of the four pt ground pads was discolored; it was unk if the ground pad was discolored prior to use this procedure. No burn of the pt's skin was observed. According to the complainant, the pt's temperature returned to "normal" during the day.

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the date of MFR date cannot be determined. The suspect device has been received; however, the eval has not been completed. The cause of the reported event is undetermined.